Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having difficulty charging the ins today, they cannot get the charger to find the stimulator they have repositioned to 4 different spots, it connects and stops beeping then disconnects right away and beeps again. The following troubleshooting steps were performed: reset the handset, reset the recharger, closed out of all running applications, recommended moving away from possible sources of emi, recommended patient lean forward while sitting to optimize ins position, repositioned the recharger, located the ins by looking for incision and/or palpating the ins . Additional troubleshooting information: at one point when positioning after restarting patient reported seeing recharger error however the screen showed retry. The issue was not resolved through troubleshooting. An email was sent to the repair department. The patient mentioned unrelated medical history. This included patient reported it is painful for them to recharge because patient has a bad back and they do not use the belt, they normally put the recharger into their pants and lean against it in a chair. On (B)(6) 2023, more information was received. Patient said that received replacement stimulator (non-rechargeable) as was having difficulty charging their implant. Patient said was told by healthcare professional (hcp) that ins had rotated in patient's body.